Event description:
(B) (4). Same case as MFR ID#: 2134265-2010-02291, 2134265-2010-02239. It was reported that during a carotid artery stenting treatment procedure, the patient experienced bradycardia, left ear pain and back pain. The 80% stenosed and 10mm long target lesion was located in the ostium of the left internal carotid artery with a reference vessel diameter of 7mm. The filterwire ez embolic protection system 190cm was advanced and deployed in the target vessel. The carotid wallstent monorail 8x21mm, 5f, 135cm was then advanced and deployed in the target lesion. At this time, an apex 4.0x20mm balloon was advanced for post dilation and the patient experienced bradycardia and atrial fibrillation with bundle branch block (bbb) which was treated with atropine. It was noted that the patient has a history of atrial fibrilation with bbb. Then a non-bsc balloon was advanced and inflated. At this time, the patient complained of left ear pain which was treated with medication. Following post dilation, residual stenosis was 20%. After the close of the procedure, the patient complained of back pain which resolved without treatment upon discharge to hospital room. The events have all been reported to be resolved the same day without residual effects and the patient was discharged the next day. It is the opinion of the physician that these events are unrelated to both the filterwire and carotid wallstent.

Manufacturer narrative:
(B) (6). Device evaluated by MFR: it is indicated that the device wil not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).